Event description:
Female patient at (B)(6) wks gestation admitted for planned open reduction and internal fixation of a right bicondylar tibial plateau fracture with repair of lateral meniscus and removal of external fixator. Per anesthesia report, a spinal was placed for the surgical procedure, but anesthesia with bupivacaine was noted to be unsuccessful. Due to unsuccessful anesthesia, the patient required general anesthesia to complete the procedure.